Event description:
It was initially reported that when the pump was replaced, a new pocket was made on the opposite side of the patient¿s body. Three weeks after implant, the patient had a recurrence of inflammation. It was noted that an inquiry was made about a possible skin allergy. The results of an allergy test were pending. Further, this rash began occurring upon implant of a synchromed ii pump, but had not occurred with the previous synchromed el. Cultures were performed and found no infection, so it was presumed to be a type of allergy which began over two years prior to report. The device system infused lioresal. However, it was later reported that the patient¿s allergy test came back negative. The patient¿s physician indicated that they ¿may be removing the entire system.¿ in addition, a repeat computerized tomography (CT) scan was performed with a dye study as there was suspect of a catheter issue. Reportedly, aspiration was not successful and the surgeon wanted the dye pushed through anyways, which would have been a 380 microgram bolus, overdosing. The health care provider assisting was not comfortable performing this push. The patient had already went in for surgery and the spinal segment was working. It was unclear if the patient was tolerating the baclofen. Therefore, troubleshooting was still warranted. It was next reported that this patient slowly had not been ¿getting effect¿ and the patient¿s does had increased. The patient had already been on 2000 concentration for seventeen years. A magnetic resonance imaging (MRI) scan was performed and a granuloma mass was discovered on (B)(6) 2013. A revision occurred on (B)(6) 2013 in which the catheter was revised and ¿pulled down.¿ a CT scan was performed after the revision and aspiration was successful however, the patient was still having intermittent spasticity. In addition, the patient¿s pump pocketed continued to look inflamed, red and blistery-still prior to the catheter revision. Reportedly, this had slowly gotten worse since a few months after this pump was implanted and was still being investigated as to the cause. A biopsy was sent when the catheter was recently revised and the results noted no infection. The physician stated that it did not look like an infection as well. The allergy test resulted also in negative results. ¿plastics¿ were also looking into it to see if the pump could be placed back on the other side. Reportedly, the patient had really bad scarring, ¿like poor circulation¿ as the previous pump site, the incision line, was a dusky pink color. However, the patient¿s back was ¿fine.¿ a cream was attempted and helped ¿just a very little bit.¿ the patient had a refill scheduled for (B)(6) 2013. The surgeon wanted something done before this time. The patient was on 600 micrograms a day and was running around 640 but the patient was now also seeing a pain specialist to try to control his pain. The patient also was experiencing intermittent flaccid legs and abdomen spasms. The patient had never gone through withdrawals.

Event description:
It was now reported that this patient had no relief post the previously reported catheter revision when the catheter was ¿pulled down¿ to a lower level. The patient had another catheter revision on (B)(6) 2013 using the 8598a and the patient felt relief for two days post-operatively and then slowly did not get relief again. A CT was done on (B)(6) 2013. Following the CT the patient experienced chills and fever and it was then discovered the patient developed bacterial meningitis. There was discussion of removing the baclofen and replacing it with vancomycin.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider noted that the patient previously had a granuloma, and the surgeon pulled the catheter down on (B)(6) 2013, but the patient still was not having good effect. They stated the patient was scheduled to have a revision procedure on (B)(6) 2013 where the surgeon would disconnect the spinal segment from the pump segment in the back. They wanted to prime the catheter while it was disconnected to see if it was patent. They stated they were confident the pump was working as they had been getting expected volumes back when refilling the pump. They stated they suspected a possible kink in the catheter. They stated that the surgeon may decide to take out the old catheter and put a new one in higher. The hcp stated that ¿issues had been ongoing¿ with this patient. They stated that they had done a CT scan with contrast. They stated they were in the side port, but they could not aspirate. The hcp stated that they recommended to the doctor that they perform an MRI, but the doctor decided against it.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8598a, lot # 0205934214, implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An infection was noted, as previously reported. The hcp felt the patient might have gotten the previously reported bacterial meningitis from the previously reported catheter revision on (B)(6) 2013. It was again noted that after the catheter revision on (B)(6) 2013, the patient had no spasms for the first couple of days. The hcp had turned down the dose post-operatively. Then it was noted that later in the next week, the patient started to complain of increased spasms, thus they increased the dose. The hcp stated they then had to increase it multiple times in that week. It was again noted that a CT scan was performed at that time, and that four hours after the dye, the patient had a temperature. That was when they determined the patient had bacterial meningitis. To help treat the meningitis, the hcp put vancomycin (antibiotic) in with the baclofen in the pump. After the vancomycin was put into the pump the patient was very "floppy", and was "really drugged like", "kind of like he was overdosing but he was not going unconscious". The patient's arms were heavy, and the hcp had to turn down the dosing to approximately 411 mcg/day. The reporter wanted to know if the vancomycin would be making the baclofen stronger or more therapeutic. The patient had been up to approximately 800 prior to the treatment. During the treatment, they were at a low dose and their spasms were controlled. When they decreased the patient, those feelings went away. The vancomycin treatment was given for approximately three weeks. After the vancomycin treatment was done, the patient's spasms increased again and the spasticity was not being controlled very well. They had to increase the baclofen dose up, and it was currently at approximately 1000 mcg/day. It was noted that currently, the physician did not want to withdraw cerebrospinal fluid (csf) to see if the infection had cleared.

Manufacturer narrative:
(B)(4)

Event description:
Additional information the patient returned to the hospital with a high temperature and strong headache. It was stated a csf sample was taken and tested positive for (B)(6). It was noted the patient was given vancomycin and baclofen for 3 weeks and was doing ok. It was noted the baclofen was only for 1 week and they stopped vancomycin. It was noted that some time passed and the patient returned with infection.